Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. Reviews of the device history record and the product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.

Event description:
Note: this report pertains to the second of two devices, used in conjunction, involved in an adverse event. See related medwatch report #6000143-2007-00003. In 2007, it was reported to boston scientific corporation that a dilatation treatment of an esophageal achalasia was performed using a pneumatic inflator and a rigiflex ii achalasia balloon dilatation catheter (patient age, gender, and weight unknown). According to the complainant, during the procedure, the "manometer [became] stuck at 10 psi....it seems that the balloon was more inflated than 10 ps." It was further reported, "in the same time, a pneumomediastinum appeared....according to the physician there is a link between the dilatation [procedure] and the pneumomediastinum, but he can't determine exactly if there is a link between the manometer failure and this pneumomediastinum." There was no reported issue either deflating the balloon or removing the device from the pt. Reportedly, following the dilatation procedure, the pt was having "pulmonary relapses." There was no medical intervention performed; however, the pt "stayed at [the] hospital 15 more days.